Event description:
The treating doctor reports that the patient lost tooth #12, however, after record review the actual tooth was #11. The reported symptoms do not appear to be life threatening to the patient, either individually or in combination of symptoms. It is unknown if the patient required medical intervention or if medications were prescribed to alleviate the reported symptoms. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided. Aligns clinical team notice that the initial scans shows a large restoration on tooth #11, consistent with a dental crown. The most recent scan submitted by the treating clinician reveals a retained root remnant of tooth #11, which appears to have undergone root canal therapy. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.